Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 32 months, oversensing was reported. At the moment, biotronik has no further details to a planned revision procedure. The event date was not reported. No adverse patient side effects have been reported.